Event description:
During a laparoscopic with robotic procedure the da vinci 5mm tenaculum forcep's pulley snapped making the instrument unusable. The surgeon switched to the da vinci cautery hook and 30 minutes into the procedure the hook collided with another instrument (pk dissecting forceps, da vinci also) and a piece of the plastic insulation seal of the monopolar cautery hook near the base of the shaft broke off and landed on the operative site. The small plastic piece was retrieved by the surgeon and a thorough inspection of the site was done and no other pieces remained in the patient. Da vinci rep was present the whole time the incident happened. Rep witnessed the whole thing. Manufacturer was notified of the incident. Products (tenaculum and hook) will be returned to them for analysis.